Event description:
The reporter stated that the rotator was leaking when attached to a catheter and air had been identified in the line. The reporter indicated that this had occurred 2 to 3 times however was unable to provide specific info. No pt injury or treatment was reported.